Event description:
A report was received that the patient had to frequently charge the ipg and that the ipg was not communicating well. The ipg was interrogated and was found to have intermittent functioning and loss of power. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient had to frequently charge the ipg and that the ipg was not communicating well. The ipg was interrogated and was found to have intermittent functioning and loss of power. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
.

Manufacturer narrative:
Update to initial MDR in field d7. Additional information was received that the patient underwent an ipg replacement procedure. The physician did not suspect any device malfunction. The patient was reportedly doing well post operatively. The explanted device was not returned to bsn as it was discarded by the medical facility.